Event description:
It was reported that local representative noticed a plastic sleeve on terminal pin. When plugged into header, impedance, sensing and thresholds look good. Also, front seals delaminated and pulled over terminal. Boston scientific technical services (ts) assume it reseated when reinserted. Ts worry about inadequate sealing between pin and ring. There is no further information available to date and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.